Event description:
It was reported that when surgeon implanted the tibial insert using the insert impactor and during impaction, it was noted that a piece of the black impactor had chipped off. He had to retrieve the piece out of the wound.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been 1 other event reported for the manufacturing lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that when surgeon implanted the tibial insert using the insert impactor and during impaction it was noted that a piece of the black impactor had chipped off. He had to retrieve the piece out of the wound.